Manufacturer narrative:
The returned plate was examined visually under magnification. This identified the presence of crack propagation originating at the second most distal slot laser mark. Examination of this area revealed not only discoloration of the metal along the laser line, but also damage to the plate surface. Damage to the plate surface can occur due to both implantation and removal intraoperative activities including but not limited to plate bending, intentional or unintentional contact with surgical instruments. Additional mdrs associated with this event: 3025141-2018-00177: screw 1; 3025141-2018-00178: screw 2; 3025141-2018-00179: screw 3; 3025141-2018-00180: screw 4; 3025141-2018-00181: screw 5; 3025141-2018-00182: screw 6; 3025141-2018-00184: screw 7; 3025141-2018-00185: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).